Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v568687, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v591420, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that the patient had a loss of therapy. The patient experienced nausea. It was indicated that the patient had device implanted in (B)(6) 2011. It was hard to tell if device was functioning for the patient, so the patient was asked to turn the device off in (B)(6) 2014 due to persistent nausea. In (B)(6) 2014 the patient's device was turned back on, medication was adjusted and the patient was doing well up until the past month or so. It was reported the impedance on the left lead had always been elevated greater than 3000 ohms and with high palpation of generator or wires; which would bring impedance back to the 3000 ohms. On the day of report, the left side did not appear to be working well despite palpation at generator and extension. It was noted that the impedance remains high and the patient was sent home with the new impedance level. It was also reported that at a couple of prior visits, the patient had complained about the extension behind her ear causing discomfort and palpation led to impedance changes. During this visit, the patient had more bradykinesia, rigidity and shuffling gait. The patient was examined an hour after she took stalevo. It was indicated that the patient normal baseline in recent visits had been good with no rigidity, very mild if any bradykinesia and generalized mild dyskinesia when she was at the peak dose. The hcp would order an x-ray of the skull and chest to look at the component. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient's indication for use is parkinson's dual and movement disorders.